Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the leadless implantable pulse generator (ipg), re-positioning was required, and retraction the device was attempted by the deployment button after recapture using the tether, followed by locking the tether. However, the leadless ipg was stuck in the middle and could not be retracted further via the deployment button. After confirming the alignment, retraction was re-attempted but the issue persisted. Eventually, the delivery catheter was retracted into the sheath as is, and then removed out of the patient¿s body for visual inspection. The leadless ipg could be gradually retracted although the movement was not smooth when it was checked visually. The physician discontinued using the leadless ipg system due to concern that the device might be stuck again in the patient¿s body and thus the product was replaced with a new one. The procedure was continued and completed successfully. No patient complications have been reported as a result of this event.